Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer received with insulin pump error. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a drive count or time values or changes incorrect for moving or coasting error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to drive count or time values or changes incorrect for moving or coasting error alarms. Device received with cracked keypad overlay at select button.